Event description:
A physician reported that off centered flap leads to a corneal irregular flap in the left eye of a patient during lasik surgery, the day after the procedure, with no clinical consequences according to surgeon. There is no patient impact reported. There are two related reports for this event. This report addresses the patient initial of ta's in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to device for evaluation. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer (fse) was identified in relation to the reported issue. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is user handling. The manufacturer internal reference number is: (B)(4).